Event description:
Reportedly, the subject device was found programmed in vvi 70bpm, even though it was programmed in safer at the last follow-up. The physician attests that she has not pressed the emergency cross and the patient has not been subjected to any particular electromagnetic interference.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was found programmed in vvi 70bpm, even though it was programmed in safer at the last follow-up. The physician attests that she has not pressed the emergency cross and the patient has not been subjected to any particular electromagnetic interference.